Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No device abnormalities were observed. Based on the results of the investigation the cause of the image loss was not established. It is possible temporary image loss occurred due to failure of the cable or charge-coupled device however no device problem was found during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd autoclavable camera head, had no image. The issue occurred during the procedure the procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.